Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom of door not fully latched errors. Eval found force required to secure door is above expected levels, if enough pressure is not applied to bottom of door, the bottom door hook will not engage with the latch pin resulting in a door not fully latched message. The door hooks were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt incident.